Event description:
It was reported that the patient was experiencing back, leg and ankle pain. The patient underwent an early lead pull procedure. Patients pain improved after the leads were pulled. The leads were disposed of per facility protocol.

Manufacturer narrative:
Block b3: exact date unknown, event occurred during trial period prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI) #: (B)(4).